Event description:
It was reported that the ball tip of the device broke off during sterilization. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. A follow up report will be filed when the investigation is complete.